Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The salter labs respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity complaint history for this part number showed five similar complaints in the last two years. This is still reasonably low based when considering the cpm metric, however this issue does appear to be trending upwards. This issue will be discussed at the next carb meeting for determination of next steps. There is currently a global shortage of dinch plasticizer used in these cannulas. To meet demand, some of production is using the dotp plasticizer (westmed formulation). This formulation is validated and should perform identically to the dinch formulation. This patient may have a particular sensitivity to the dotp plasticizer. The 16soft series of cannulas features a softer facepiece and headset tubing to improve patient comfort. In order to create the softer plastic used in these components, a higher percentage of plasticizer must be used in the resins. Patients with sensitivity to plasticizers may benefit from choosing a cannula that uses less plasticizer, such as the 1600 series of cannulas. Ra: this failure mode (r3) skin irritation due to exposure to a skin irritant, is identified on the risk analysis file (RMA-20017a) for oxygen cannulas. The severity of harm associated with this failure mode is considered an extreme (7) risk and does not meet the risk threshold for carb review (8). However, based on the upward trend emerging, this issue will be discussed at the next carb meeting.

Event description:
Customer had an allergic reaction burn like marks on patients neck and around ears.

Manufacturer narrative:
Irritation/sores can be manifested by itching, redness, rash or in extreme cases, open sores. The salter labs respiratory care products are generally made from plastic/pvc, which has a good safety profile for irritation and sensitivity. A plastic product may cause irritation/sores for several reasons, including, the device has been contaminated with an external substance (e.g., mold release agent, lotions, medications) which cause irritation/sores, using device for too long (may become rough or bacterially contaminated), or individual patient-specific hypersensitivity.

Event description:
Customer had an allergic reaction burn like marks on patients neck and around ears.